Event description:
While in the irregular planning function the customer accidentally added a block to one of two plans. When they verified the hand calculations with the monitor units from pinnacle, one of the plans was incorrect.